Event description:
The customer reported that one pt's image was included with a different pt's images in the viewforum. There was no mixup of pt image in the pacs.

Manufacturer narrative:
A service engineer upgraded the system per (B)(4) which eliminated the problem. (B)(4).